Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; cat#5515-f-502; lot#ibvyd. Triathlon asymmetric x3 patella; cat#5551-g-320; lot#unknown. Tri ts baseplate size 5; cat#5521-b-500; lot#jhzl. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Triathlon ps implants removed secondary to infection. Femur, tibia, poly, patella explanted. Antibiotic spacer implanted. No complications. Update 24/january/2019: as reported in how was issue noticed: patient complained of pain after local trauma to the affected area. Blood work confirmed infection in clinic.